Event description:
In 2008, - rep, therapy sales, stated that the owner of this totalcare bed has alleged that he developed a stage 3 bed sore. The bed and mattress are 7 years old. The patient alleged to rep via phone calls, that the mattress is worn out and needs to be replaced. Rep stated that she suggested, based on what the patient has alleged, that the patient should be on a different surface. Per the tsr, at the time of the alleged incident there was no product malfunction, just typical wear of the 7 year old mattress. Per the patient, allegedly he has had various pressure sores over a 2 year period. At this time, the customer/patient has declined to have the worn mattress components replaced.